Manufacturer narrative:
The device was returned and evaluated at the regional service center. The unit was tested based on an accuracy test using 125mls and the delivered rate was as expected and within specification. The reported issue of overfeeding could not be duplicated as the device functioned properly during the evaluation. Based on the findings from the service center the reported issue of the unit overfeeding could not be confirmed at this time. However, the service center updated the software from version 1.010 to version 1.011. Flash chip version 14.008. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is reviewed on a routine basis and if a trend is observed, actions will be taken as necessary.

Manufacturer narrative:
The feeding pump has been requested but to date has not been received for evaluation.  If the pump is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the enteral feeding pump seemed to be overfeeding. There was no patient injury. The pump was returned to them for testing. The pump was tested with water set for 60/hr and fed 40 after thirty minutes. There is no further information available regarding the feeding that occurred at the facility or the patient that was involved.